Manufacturer narrative:
Describe event or problem: updated.

Event description:
It was reported that left bundle branch block and first degree av block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Event summary: the same day of the index procedure, subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. The following day, the event was considered resolved. Two days post index procedure, the patient developed first degree av block. Echocardiogram was performed as diagnostic procedure. No action was taken to treat the event. At the time of reporting the event was considered recovering. It was further reported that moderate aortic regurgitation occurred. 34 days post the index procedure, tte revealed aortic valve area 4.35 cm^2, mean aortic pressure gradient of 9 mm hg with 52 % ejection fraction and moderate aortic regurgitation.

Event description:
It was reported that left bundle branch block and first degree av block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Event summary: the same day of the index procedure, subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. The following day, the event was considered resolved. Two days post index procedure, the patient developed first degree av block. Echocardiogram was performed as diagnostic procedure. No action was taken to treat the event. At the time of reporting the event was considered recovering. It was further reported that moderate aortic regurgitation occurred. 34 days post the index procedure, tte revealed aortic valve area 4.35 cm^2, mean aortic pressure gradient of 9 mm hg with 52 % ejection fraction and moderate aortic regurgitation. It was further reported that two days post index procedure, ECG was performed and the subject was sent home with 30 day cardiac holter monitor. The same day of index procedure subject developed thrombocytopenia. No diagnostic test and no action was taken to treat the event. The event was considered to be recovered. 11 days post index procedure, subject developed atrial fibrillation. Medication was given to treat the event. Lab tests were performed as diagnostic test. The following day, the event was considered to be recovered.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
It was reported that left bundle branch block and first degree av block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Event summary: the same day of the index procedure, subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. The following day, the event was considered resolved. Two days post index procedure, the patient developed first degree av block. Echocardiogram was performed as diagnostic procedure. No action was taken to treat the event. At the time of reporting the event was considered recovering. It was further reported that moderate aortic regurgitation occurred. 34 days post the index procedure, tte revealed aortic valve area 4.35 cm^2, mean aortic pressure gradient of 9 mm hg with 52 % ejection fraction and moderate aortic regurgitation. It was further reported that two days post index procedure, ECG was performed and the subject was sent home with 30 day cardiac holter monitor. The same day of index procedure subject developed thrombocytopenia. No diagnostic test and no action was taken to treat the event. The event was considered to be recovered. 11 days post index procedure, subject developed atrial fibrillation. Medication was given to treat the event. Lab tests were performed as diagnostic test. The following day, the event was considered to be recovered. It was further reported that the thrombocytopenia event was withdrawn. The atrial fibrillation event was downgraded as not related to the lotus edge valve.

Manufacturer narrative:
B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated . B7 other relevant history - updated.

Event description:
It was reported that left bundle branch block and first degree av block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Event summary: the same day of the index procedure, subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. The following day, the event was considered resolved. Two days post index procedure, the patient developed first degree av block. Echocardiogram was performed as diagnostic procedure. No action was taken to treat the event. At the time of reporting the event was considered recovering. It was further reported that moderate aortic regurgitation occurred. 34 days post the index procedure, tte revealed aortic valve area 4.35 cm^2, mean aortic pressure gradient of 9 mm hg with 52 % ejection fraction and moderate aortic regurgitation. It was further reported that two days post index procedure, ECG was performed and the subject was sent home with 30 day cardiac holter monitor. The same day of index procedure subject developed thrombocytopenia. No diagnostic test and no action was taken to treat the event. The event was considered to be recovered. 11 days post index procedure, subject developed atrial fibrillation. Medication was given to treat the event. Lab tests were performed as diagnostic test. The following day, the event was considered to be recovered. It was further reported that the thrombocytopenia event was withdrawn. The atrial fibrillation event was downgraded as not related to the lotus edge valve. It was further reported the thrombocytopenia and atrial fibrillation events were classified as unlikely related to the lotus edge valve.

Event description:
It was reported that left bundle branch block and first degree av block. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve. Balloon valvuloplasty was not performed. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. The same day of the index procedure, subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. The following day, the event was considered resolved. Two days post index procedure, the patient developed first degree av block. Echocardiogram was performed as diagnostic procedure. No action was taken to treat the event. At the time of reporting the event was considered recovering.